Event description:
It was reported that a merlin.net transmission showed post-paced t-wave oversensing on the ventricular channel. Oversensing due to lead noise was also noted. The dependent patient reported presyncope. Programming changes were recommended but were not made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.